Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stent dislodgement requiring medical intervention. Device issue: stent dislodgement. It was reported that the stent was unable to cross a tight lesion in the first marginal and while attempting to remove the stent delivery system (sds), the stent was missing. A snare device was used to retrieve it. Reportedly, there was no patient injury. No additional event or patient information is available.

Manufacturer narrative:
Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was not returned. The stent implant was received on another company's snare device. There was no blood or contrast visible. The entire length of the stent implant was mangled and stretched. There was no other damage noted to the stent implant. The protective sheath was not received. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.